Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to concerns about the ventricular channel. Upon review, it was determined that there was high atrial rate activity and right atrial (ra) signals were falling into refractory due to an extended post-ventricular atrial refractory period (pvarp), resulting in inappropriate atrial pacing. Additionally, the fast sensor-driven rate caused intrinsic ventricular signals to fall into cross-chamber blanking, and resulting in inappropriate ventricular pacing as well. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.